Manufacturer narrative:
(B)(4). The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A nonconformance was generated during production; however, is not relevant to the complaint issue. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is the third device from reports 1221934-2017-50046 and 1221934-2017-50047. It was reported by the sales rep that during acl (ant.cruciate ligament) surgical procedure, it was observed that the surgeon was unable to deploy backstop on the truespan 24 degree peek at the first bend attempt. The second truespan device had its first backstop deployed and immediately pulled out of the back capsule. The third truespan device had its first backstop deployed then the second, but when he tensioned the construct, the backstop pulled out and was broken in half. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.